Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. Customer¿s blood glucose level was 500mg/dl. Customer was assisted in performing 5.0unit fixed prime and the insulin exited. Customer declined to troubleshoot for high blood glucose levels. Insulin pump will not be returned for analysis.